Event description:
The customer reported poor quality images and that fluoroscopic x-ray would stop during procedures and does not work in manual mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The memory needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.